Event description:
It was reported to boston scientific corporation that during preparation of a radial jaw 3 pulmonary biopsy forceps device, the physician noticed that the forceps jaw was "not straight". According to the complainant, a second radial jaw 3 pulmonary biopsy forceps device was used to complete the procedure without any issues. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.